Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous proximal to mid left anterior descending (lad) artery and st diagonal (dx1) artery. The lesion was predilated with a 2.0x20mm balloon and ivus was performed. A 3.0x32mm taxus stent was deployed in the mid lad and a taxus express2 3.0x20mm drug eluting stent was deployed in the proximal lad. The physician had noted that the plaque had shifted into dx1; therefore, he attempted a kissing balloon technique using a 2.25x15mm balloon and the 3.0x20mm taxus express2 delivery balloon, advancing them to the dx1 and the lad, respectively. It was noted that the physician was reusing the taxus express2 delivery balloon and had manually re-wrapped the balloon. The balloons were inflated. When the physician attempted to deflate the balloons, the taxus express2 delivery balloon was unable to be deflated and withdrawn. The patient experienced "sudden" st elevation. The physician was going to attempt to rupture the balloon with a 2.0x15mm maverick otw balloon, but was unable to insert it in the guide catheter "because the shaft was thick". The physician was going to cut a tip off a guide catheter with the intention of rupturing the delivery balloon; however, the "contrast media began to flow from the balloon" and the balloon was able to be deflated and withdrawn. It was reported that it took about 2-3 minutes until the balloon was able to be deflated. The procedure was completed and no further patient complications were reported.